Event description:
It was reported that patient was revised due to aseptic loosening.

Manufacturer narrative:
An event regarding aseptic loosening of knee components involving simplex bone cement was reported. The event was confirmed. The patient is (B)(6) in height. Method & results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: issue with three sequential revision procedures of scorpio ps knee in 2005, 2008 and 2013 due to component loosening in a (B)(6) female (in 2013) with obesity. The procedure in 2005 was already an at least second revision of a previous unspecified total knee device. All components were replaced with a scorpio ps including the patella. Significant bone defects especially on the tibial side were fixed with bone cement. In 2008, the tibial component appeared loose with gross bone defects and was replaced with a scorpio ts baseplate with bone grafting and zimmer trabecular metal (tm) cone for fixation to the tibia. The patellar component was removed and left unresurfaced. In 2013 the remaining scorpio ps femoral component appeared loose with osteolysis and was replaced with a scorpio ts femoral component with new ts beating but baseplate was retained. The patella was resurfaced with a zimmer tm component. X-rays of 2013 confirm the femoral component loosening with osteolysis around especially anterior femur. Still significant proximal tibial bone defects but tibial component stable. Explant photographs suggest third body wear through cement of the bearing although not confirmed by (not available) explant materials analysis. During the first reported knee revision in 2005 there were already significant bone defects present as a consequence of failure of previous unspecified devices. Initially bone defects were treated by filling them with bone cement but such is not a durable solution. As a consequence of this procedure-related choice of reconstruction at first the tibial device failed in 2008 while the femoral device took a few more years until failure in 2013 but had the same underlying failure mechanisms of bone resorption through micromotion in the implant-cement-bone interface as caused by the flexibility of large mass of bone cement as compared to stiffer metal and cortical bone. The surface damage of the explanted tibial bearing in 2013 appears to have been caused by abrasion of cement particles causing third body wear in the bearing, an additional procedure-related effect and consequence of the femoral component loosening. Combining all facts and findings we may conclude that root failure mode of all revisions performed in 2005, 2008 and 2013 are procedure-related without evidence for devicerelated factors while obesity may have represented an additional but secondary patient related factor. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review there is no evidence for device-related factors. The investigation concluded that the reported loosening caused by procedure-related without evidence for device-related factors.